Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and blank display observed. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Insulin pump was exposed to moisture. Customer was able to complete insulin pump rewind. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.